Manufacturer narrative:
No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this pulse generator and lead presented to the clinic with no output from the device. Elective replacement indicator (eri) had been declared one day prior. There was no capture at maximum outputs and the device would not pace when a magnet was applied. A recent transtelephonic monitoring revealed normal device operation and a magnet rate of 90 beats per minute. The patient has had some long pauses but was asymptomatic. Technical services discussed that there was a potential device and/or lead malfunction. Device replacement was planned for the following day. All available information indicates that the lead remains in service. No additional adverse patient effects have been reported.